Event description:
It was reported that the tandem-provided usb charging cable and wall power adapter were damaged and unable to be used to charge the pump. There was no reported adverse impact to customer's blood glucose. A new wall adapter and charging cable were sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.